Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive during the fill tubing step, where the user interface allowed selection of ¿no¿ for drops seen but not ¿yes,¿ preventing completion of setup; the device was replaced and the original was ultimately powered down and returned. Symptoms included no reported adverse physiological effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included customer interview and product replacement logistics. Investigation of this device revealed device was placed on charging pad and powered on successfully. All buttons were responsive. Leadscrew rewind was completed successfully 5 times to 165 units. Yes and no buttons worked as intended. Issue could not be replicated; no fault was found as device performed properly as designed.